Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tip detachment could not be conclusively determined.

Event description:
During the procedure, at the completion of the procedure when removing the introducer, the tip of the introducer detached and was retained in the groin of the patient. The patient was taken to the operating room to have the tip surgically removed. The removal was successful and the patient was noted to be stable. As the introducer tip was only superficially under the skin, it was manually removed without a snare.